Event description:
It was reported when using the bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tube the stopper was difficult to remove. The following information was provided by the initial reporter. The customer stated: "the rubber stopper does not come off with the pre-analytical instrument, it remains on the tube. ".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-22. Investigation summary: bd received 10 samples from the customer for investigation. All samples were evaluated by functional testing and the indicated failure mode for failed stopper pullout with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to failed stopper pullout as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tube the stopper was difficult to remove. The following information was provided by the initial reporter. The customer stated: "the rubber stopper does not come off with the pre-analytical instrument, it remains on the tube. "